Manufacturer narrative:
Continuation of d10: product ID: pscic101 product type: catheter interface cable; product ID: pscc100 product type: loop catheter; p roduct ID: pscc100 product type: loop catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during set up for a cardiac ablation procedure no tactile engagement was felt when the cable was connected to the catheter. The cable was replaced without resolution. Adherent material was observed on the connector of the catheter and the catheter was replaced. Adherent material was observed on the second catheter as well, the second cable was connected but the catheter was not recognized and the catheter was replaced. Adherent was observed on the third catheter, cable connection was poor and recognition alert was observed on the generator. The catheter was replaced for a third time which resolved the issue. However, noise was now observed, and the cable was replaced which resolved the issue. The case was completed. No patient complications have been reported as a result of this event.